Event description:
Our affiliate is reporting the following to us: ¿it was noted that all the four products came off after the surgery and the revision surgery was conducted on (B)(6) 2013. The original implantation date was unknown. The surgeon considered it was mainly because of the patient¿s bone quality. There was a delay to the surgery but time was not reported.¿ also see associated mdrs 1221934-2013-00322, 1221934-2013-00323 and 1221934-2013-00324.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and visually evaluated: we could not discern any damage or anomalies to the complaint device. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.